Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that on (B)(6) 2012 the pt was reported to have a pump stoppage for 25 minutes when she showed up to the local emergency department. The pt was reported to not be symptomatic. The pt stated that she had dropped her power module and it fractured at the connection where the cable from the system controller meets the power module. She stated she immediately called 911 and that the pump was off for 25 minutes. The cardiologist gave orders to start medication. After reviewing her story with her significant other, it is now believed that the pump was actually off or compromised for 4 days with the unit alarming with red heart alarms conditions before going to the local emergency room. She appeared to be doing well despite lack of ventricular assistance. Upon admission, 2d echo revealed absolutely zero flow to the inflow cannula, but significant velocities were reported for the aortic valve which suggested that the pump was occluded. The pump was explanted on (B)(6) 2012.

Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.